Manufacturer narrative:
(B0(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported, the patient is no longer receiving stimulation and is unable to charge after not using/charging the scs system since (B)(6) 2014 (exact date of event is unknown). An sjm representative confirmed the issue using external devices. The patient is consulting with the physician regarding surgical intervention.